Manufacturer narrative:
It was reported that the sensor, 413566, broke during removal procedure on (B)(6) 2024. Per case notes, the hcp had the sensor grasped with a curved sterile clamp. The hcp stated that he had quite a firm squeeze on the clamps and was rotating the clamps back and forth to release any adhesions from surrounding tissues, and that was when the sensor broke. The user confirmed that he was doing fine after the removal and had no additional concerns. All pieces of the broken sensor were extracted and returned to senseonics. A visual inspection confirmed that the sensor broke into two pieces. The root cause for sensor fracture is usually excessive force applied by the removal clamps or grabbing an extremity of the sensor. In some cases, the patient's tissue at insertion sites may encapsulate the sensor, obstructing its removal. The doctor may then attempt excessive force on the clamps and risk fracturing the sensor. Sensor breakage is a known and anticipated potential adverse effect which does not require additional investigation. B4. Date of this report updated to 20 sepetmber 2024. G3. Date received by the manufacturer? 19 september 2024. H3. Device evaluated by manufacturer? Yes. H6. Type of investigation updated to 10.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On (B)(6) 2024, senseonics was made aware of an event where the sensor broke during the removal procedure. The hcp grasped the sensor with the curved sterile clamp and while rotating the clamps back and forth to release any adhesions, the sensor broke and only the proximal end was removed. The remaining piece of the broken sensor was also successfully removed right after.